Event description:
Motion concepts lp received notification from invacare on april 26, 2024, regarding an incident involving the mounting hardware assembly on a matrx back support. The matrx back was purchased by the end-user from a local us dealer, numotion, located in (B)(6), who was responsible for the installation and service of the back support. During normal use of the wheelchair, the end-user alleged that a screw on one side of the matrx back mounting hardware came loose, causing the mounting brackets to fall onto the floor. The end-user reported the issue to the FDA through medwatch under report no. Mw5153368. In the report, it was confirmed that no injury was sustained as a result of the incident since the matrx back remained intact on the wheelchair, with only one side of the mounting hardware becoming detached. The end-user reached out to the dealer for a repair, but experienced delays due to the dealer's repair procedures and confusion over the warranty period. According to the report, the end-user's father addressed the issue by refastening the screw and securing it in place with loctite (threadlocker) adhesive. Additionally, the end-user expressed concerns about the use of a single screw to secure the entire back assembly to the wheelchair. It's important to note that the end-user, who has spastic quadriplegic cerebral palsy, relies on the wheelchair for daily mobility. The identified matrx back support was in use for approximately 6 months.

Manufacturer narrative:
Our investigation determined that the matrx e2 back in question was shipped from motion concepts to (B)(4), our USA importer and distributor, on october 17, 2023. The matrx e2 back was sold to (B)(4) (wheelchair & mobility equipment company) in (B)(4) on 18-oct-2023. As the primary service provider/dealer, (B)(4) was responsible for the installation of the matrx e2 back onto the end-user's wheelchair and responsible for any ongoing service and maintenance of the back support, through arrangements with/by the end user/caregiver or the prescribing therapist. Due to the circumstances and timelines involved with this incident, it was not possible for motion concepts to inspect and evaluate the alleged assembly issues with the e2 back mounting hardware, as the end-user's father had already refastened the screw and applied loctite. According to the end-user, there was no injury sustained as a result of this incident. In the FDA MDR report, the end-user raised concerns about a single screw being used to secure the entire back assembly. This is an incorrect/inaccurate statement. The mounting hardware is designed with and secured onto the matrx e2 back shell using two screws (per side). This hardware design has a well-established performance history when installed and maintained in accordance with motion concepts instructions. Based on the end users incident report, and the images provided, one of the mounting screws was missing on one side of the back shell, and the remaining screw came loose causing the hardware assembly to become detach. Upon review of the information made available to motion concepts and the age of the product, motion concepts is confident that the incident occurred as a result of the e2 back hardware not being properly tightened/fastened during the initial e2 back installation, which resulted in the loss of one screw and the disengagement of the remaining screw. A review of our complaint data confirmed that motion concepts has not received any similar complaints regarding loose or missing mounting screws. To date, motion concepts has sold (B)(4) e2 backs over the past four years with no similar reported incidents. Our matrx e2 back user manual also includes safety warnings and maintenance schedules which were intended to prevent any potential mechanical connection issues from occurring in the field: in section 2.2, general safety and installation warnings of the user manual, it identifies the following warnings/risks: · attaching hardware that is loosely secured could cause loss of stability resulting in serious injury or damage. ·after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely. In section 4.0, care and maintenance of the user manual, it includes the following recommendations and warnings. Weekly: inspect all fasteners weekly to ensure that mechanical connections and attaching hardware are tightened securely. Monthly: perform a visual inspection of parts including hardware, brackets, upholstery materials, foam, and plastics for deformation, corrosion, breakage, wear, or compression. Replace damaged/worn components if necessary. ·do not continue to use this product if problems or damage are discovered. ·corrective maintenance can be performed at or arranged through your service provider. The end-user also raised concerns about the dealer's delay in the repair process. Unfortunately, motion concepts was not made aware of this incident or the repair delays until the complaint/medwatch report was filed with the us FDA. It was also noted during our investigation that the dealer incorrectly informed the end-user that our product warranty period for the mounting hardware assembly was 90 days, when in fact motion concepts offers a warranty of up to two years, as stated on our website and in user manuals. The sales manager from our us distributor ((B)(4)) met with (B)(4) to address the installation issue that caused this incident and discuss concerns with the delays in the repair process. The misinformation regarding our product warranty was also discussed/corrected. To address this specific incident, and as a gesture of good faith, motion concepts agreed to provide the end user a complete replacement matrx e2 back. A (B)(4)service technician replaced the entire back assembly on may 21, 2024. Motion concepts has confirmed, through our investigation, that this incident did not involve a device malfunction or personal injury related to a motion concepts product/device. However, since a personal injury could have occurred, motion concepts considers this incident as reportable.